Event description:
Review of the patient's programming history was performed from the data available in the manufacturer's database, and it was observed that a programming anomaly occurred on (B)(4) 2014. A faulted system diagnostic test occurred which changed the settings to unintended parameters. A final interrogation was not performed as recommended in labeling, so the settings were not found until the subsequent visit on (B)(4) 2014. No patient adverse events were reported.

Manufacturer narrative:
Review of programming history performed.